Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty procedure. The target lesion was located in the proximal to middle left anterior descending artery (lad). A 3.00 mm x 38 mm promus premier drug-eluting stent (des) was advanced and deployed. However, due to a vulnerable plaque, a distal stent edge dissection was observed in the middle lad. The dissection was further described as type b and flow limiting. A new 2.75 mm x 16mm promus premier des was then deployed to cover the dissection and the procedure was completed. The patient remained stable post-procedure and fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.